Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected non-fasting blood glucose test result range is 90-99mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood glucose test was performed by the customer fasting and produced test results of 98mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer's a1c was at 6.9 at doctor's this past friday (B)(6) 2016).